Event description:
The customer stated that she opened a new carton of test strips and found the cap open on the bottle. She had not used any of the test strips, so no adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test trips were sent to the customer.